Event description:
During inspire implant surgery on (B)(6) 2020, the patient experienced a vessel bleed due to tunneling. The surgeon applied pressure for 15 minutes and used floseal to stop the bleeding. The patient was kept at the hospital over night.